Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The meter was evaluated by lifescan product analysis on (B)(4) 2012. The subject test strips were evaluated by lifescan product analysis on (B)(4) 2012.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "7.9, 15.9, 12.0, and 13.0 mmol/l" with a lifescan meter, performed within 20 minutes of each other. The patient did not allege any harm or injury because of the reported issue. The patient did not have control solution for troubleshooting. The patient was sent a replacement meter and test strips. Based on statistical methodology, the calculated difference of the reported glucose results exceeds lifescan's criteria for precision testing. Therefore, this complaint is being reported. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.